Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via facebook post that his wife's insulin pump kept alarming button error. The button error occurred during multiple occasions. The insulin pump was not returned for analysis.